Event description:
It was reported that pump reset during routine system check but did not require connection to power to turn back on, and customer had not experienced this issue before with same pump. There was no adverse impact to the customer's blood glucose level. Customer successfully resumed insulin, and technical support explained that reset was built-in safety feature, reviewed that insulin on board and maximum hourly dose were reset to zero, instructed customer to restart continuous glucose monitoring session and reload cartridge after any reset, and customer understood and acknowledged all information.